Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 31g x 5mm - bd and me¿ medication could not be delivered. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: claimed clogged needle

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 31g x 5mm - bd and me¿ medication could not be delivered. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: claimed clogged needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-apr-2023. Eighteen open 31g x 5mm pen needle samples were returned from lot. No 1258947. Cat no. 325107. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on eleven samples and a broken non patient end of cannula was observed on three samples. Due to the condition the samples were returned no clog test could be carried out. A clog test was carried out on the remaining four samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause. H3 other text : see h10.